Event description:
This 67 yr old female underwent a bam with implantation of silicone gel breast implants in august, 1978. The name of the MFR is not known to this reporting facility. The pt has developed chest wall discomfort, breast hardening and pulmonary hypertension. At the time of surgery, it was felt that because of the hardening of the implants, the pectoralis muscle had become atrophic. Gross exam: the right implant is coated with a sticky, stringy viscous gelenatous material and a small leak is demonstrated lateral to the embossed ring. The left implant exudes gelatinous sticky material through the capsule wall upon compression. The capsule demonstrated fibrosis, chronic inflammation and foreign body giant cell reaction.